Manufacturer narrative:
Concomitant device: stryker general telescope - part and serial numbers unknown. (B)(4): damaged device the sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The customer mentioned that device manufacturer (stryker) confirmed the general telescope is compatible with the sterrad nx; however, they have not yet evaluated the scope damage.

Event description:
The customer reported that the painted/embossed logos on the stryker general telescope 0 degree/10mm were chipping or fading off. The customer also reported a clouding/build up/ roughness developing on the light source lens which may be due to processing in the sterrad nx. The customer did not report any injuries to patients due to the damaged devices. It is unknown how many times the scopes were processed in the sterrad nx. The scopes are approximately two years old. They are using ecolab detergent and stryker instrument polish during processing. The sterrad nx is performing within specifications and is up to date with service.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. There are three damaged device complaints for this hospital as of (B)(6) 2010. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". There was no product returned for investigation. The root cause is unknown.